Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after 3 days of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms of tiredness, sweating, and loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained blood glucose of 1.6 mmol/l and diagnosed the customer with hypoglycemia. The customer was administered tresiba and novorapid (insulin) as treatment. Note: the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after 3 days of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms of tiredness, sweating, and loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained blood glucose of 1.6 mmol/l and diagnosed the customer with hypoglycemia. The customer was administered tresiba and novorapid (insulin) as treatment. Note: the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.